Event description:
Additional information received reported the pump had been replaced because 'the battery gave up the ghost after seven years.' It was noted that the patient's pump had been in her right hip and was 'so superficial it literally stuck up.' The patient had run it into a corner of a counter 'or something.' When the patient's pump was replaced, it was reported that 'something went wrong there.' 'I guess I like to stir up trouble when I go in the hospital.' The patient went into respiratory arrest and ended up on a ventilator. It was reported the patient was on the ventilator unconscious.

Manufacturer narrative:
(B)(4).

Event description:
This event was also reported under manufacturer report # 3004209178-2008-07447 [the patient was attacked, knocked down and kicked. It was thought that the pump was compromised with the attack. The pump was interrogated and found to be in minimum rate mode with a status of safe state/reset occurred dated (B)(6) 2008. The pump reservoir was dry. The patient had missed the pump refill visit, because it was the day of the attack. The pump was reprogrammed to the correct settings. The patient was being supplemented with oral drugs until the pump could be refilled. The pump was used to deliver fentanyl (1500 mcg/ml) at a rate of 9 mcg/day. Catheter dye study - date and results not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available. Additional information received reported that the elective replacement indicator was in 29 months which is longer than expected. The health care professional was able to "program out" of the safe state previously reported.]. Any additional information received will be reported under this manufacturer report number (#3004209178-2013-03594).

Event description:
It was reported that, on the night prior to report, the patient attempted to give herself a bolus, but was denied. Additionally, the error code for a motor stall and the "contact physician" icon were displayed on the therapy manager screen. This was also accompanied by the sounding of the pump's critical alarm. Over the prior two weeks, the patient had increased pain in her legs and lower back, a burning sensation in all of her joints (including her hips, knees, and arms to the point that she couldn't raise her hand), and an intermittent shocking sensation that would go down her legs and into the bottom of her feet. The shocking sensation would be triggered when walking upright and would begin after an audible "pop." It was noted that the symptoms were "consuming" her ability to go to sleep or do anything. Furthermore, at the time of report, the patient felt she was experiencing withdrawals and had begun to sweat and shake. She also noted a shocking sensation in the middle of her back. It was noted that the patient had no known exposure to electromagnetic interference as she had spent the weekend in bed. Another report, that same day, stated that there were concerns of the elective replacement indication (eri) being incorrect. The eri was displaying a value of 29 months, which seemed to be longer than it should it have, considering the implant date. The next day, it was reported that the patient's pump was being replaced. It was noted that the logs appeared to be normal with the exception of the motor stall. It was noted that the questionable eri may have been due to a safe state and reset that occurred in 2008. (Refer to manufacturer report # 3004209178-2008-07447 for details involving the 2008 event) two days after that, it was reported that the pump replacement went "fine", but it was not known how the patient was doing at the time of report. It was stated that the cause of the motor stall was still unknown. Six days after that, it was reported that the patient had recovered without sequela. The drug used in this system was fentanyl.

Manufacturer narrative:
(B)(4). Analysis of the pump found a motor gear train anomaly, corrosion and/or wear and/or lubrication as well as an inaccurate estimated time to the elective replacement indicator. Motor stalls and recoveries were seen in the logs. There was also a concave dent seen on the top and bottom shield of the pump. Significant residue was found on the lower shaft of gear 2. Some residue was seen on the jewel where the lower shaft of gear 2 inserted into the bottom bridge assembly. Significant residue was also found on gear 3's o-ring located on the top bridge assembly. Per the pump event logs, a motor stall had occurred on (B)(6) 2013 at 16:04. A stopped pump period may exceed tube set was seen on (B)(6) 2013 at 16:04 followed by a motor stall recover on (B)(6) 2013 at 17:02. On (B)(6) 2013 at 22:30, a motor stall occurred again followed by a stopped pump period may exceed tube set message 48 hours later. The motor stall recovered at (B)(6) 2013 at 11:21. Another motor stall then occurred on (B)(6) 2013 at 12:49.

Manufacturer narrative:
Concomitant medical products: product ID 8835. Product type: programmer, patient: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter: product ID 8711, lot# j11204r59, implanted: (B)(6) 2002. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.